Manufacturer narrative:
The customer declined the option to have their glidescope titanium smart cable returned to verathon for evaluation due to this device reaching its end-of-life date. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported glidescope titanium smart cable serial number "(B)(6)" identified one previous complaint reported to verathon, at which time the customer was advised to replace their smart cable. Trending analysis for the glidescope titanium smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
A customer reported that during a patient procedure, using a glidescope titanium smart cable, the doctor was losing connectivity. It was reported that this caused a delay in treatment. No use of a backup device or harm to the patient was reported.